Event description:
The patient reports their pump had to be replaced in 2006, due to it "stopped working". The manufacturer's device registration system indicates the pump was replaced in 2006, after an implant duration of 88 months. The device falls in the category of pumps outlined in the cap detachment recall. Drug used in the pump was morphine. The device was not returned to the manufacturer for analysis.